Manufacturer narrative:
Part number# (B)(4) is not distributed in the us; however is a device of essentially identical design distributed in the us. Applicable 510(k) for us distributed part is k791045. The sample associated to this report is currently in transit to the mfg site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The company received a report where it was claimed that the cuff deflated during pt use. The caller stated it was an intermittent leak between the leak and pilot line. The end clinician extubated and reintubated with a replacement tube. The tube was replaced without incident.